Event description:
This is a spontaneous case report received from a physician in united states on 22-mar-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. The patient had hsg (hysterosalpingogram) done 3 months post insertion (result not provided). On an unknown date in the last few weeks (2016), one of the inserts migrated from tube into the endometrium. Patient was not pregnant and was using alternative birth control. Follow up information received on 25-apr-2016: quality-safety evaluation of product technical complaint: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Uterine/tubal perforation with essure questionnaire received on 25-apr-2016: the patient's medical history included gravida 2, para 2, no c-sections (the last delivery was not a c-section). Concurrent conditions included overweight ((B)(6)). Previous gynecological intervention was denied. Uterine findings prior to insertion included a 0.5 mm polyp distal to left ostium. The patient had depo-provera 3 weeks prior to procedure and patient was not breastfeeding at time of insertion. Essure was inserted on (B)(6) 2014. Cervical dilatation, sounding and analgesia (paracervical block/intravenous sedation) were applied. The insertion and visualization of tubal os were easy. The fluid loss during hysteroscopy was less than 1500cc and the procedure did not take more than 20 minutes. There were no complaints immediately after insertion. Hsg (hysterosalpingogram) was performed on (B)(6) 2015 and tubal occlusion was confirmed. Second confirmation test was not performed. The patient was advised to relay on essure based on the result of confirmation test. The patient presented with bleeding and irregular spotting. The diagnosis of incorrect position of essure was on (B)(6) 2016 via ultrasound: no perforation, right coil had migrated to endometrium/into uterine cavity. No organ on intra-abdominal structure was perforated. The left coil was in correct position. On (B)(6) 2016, only the right coil was removed because the left coil was not visualized by hysteroscope. Removal method: hysteroscopic. It was medically necessary to remove essure, and it was not because of patient request. There were no signs of infection or inflammation. Dilation and curettage benign was performed with removal. Intraoperative findings included uterine synechiae noted from anterior to posterior uterine walls with right coil within the synechiae. The patient was recovering/resolving. Hsg was scheduled to be repeated and patient was using alternative birth control method. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and initially it was reported that one of the inserts migrated from tube into the endometrium (interpreted as device embedded/partial perforation). However, upon follow up, it was informed that right coil had migrated to endometrium/into uterine cavity, right coil within the synechiae, no perforation, so this event was interpreted as partial expulsion. Essure inserts were not removed. Only the right coil was removed during hysteroscopy. This event is listed in the reference safety information for essure. Although the exact date and mechanism of this partial expulsion was essure not described, since essure moving out of fallopian tube may occur, the causality between this event and essure user cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed and there is no reason to suspect a causal relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.